Event description:
It has been reported to philips that exposure was not possible. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned (non-emergency) procedure was delayed by 45 minutes and was completed by using a mobile system. A philips field service engineer (fse) inspected the system on site and identified that the issue was caused by the system's image processing pc (ippc). Log file analysis confirmed that the ippc was slow to start and that its hard disks were full. The fse recreated the database, reseated the hard disks, performed the necessary functional checks and returned the system to use in good working order. The codes were updated based on the investigation outcome. The health impact and device problem codes were corrected. Note: 510k (rfb), product brand name, model number, catalog item identifier, serial number and product UDI (rfb) were corrected, as during the investigation it was confirmed that the complaint was initially reported on the incorrect system.